Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than damage induced from normal use and handling. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was undersensing p-waves in the bipolar configuration and would only sense p-waves occasionally but not consistently in the unipolar configuration. There was also considerable oversensing noted in the unipolar configuration. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.